Manufacturer narrative:
(B)(4). The asm was at site location for training and surgery support when the event was reported. Upon arrival, the asm noted the max energy on the intralase was 1.66 j (microjoules) and observed the beam profile as highly irregular (rectangular, not circular). The asm discussed concern and potential risks with increase/loss of max energy of greater than 0.25uj that the surgery center has had in a few months (typical max energy at this site is 2.00 or 2.05uj) with the staff including the surgeon. Last preventative maintenance of laser equipment was on (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott medical optics (amo) application support manager (asm) visited a surgery center and was informed that during a laser treatment, a patient experienced a torn flap. The event occurred a year ago. A description of the event was that the flap was torn during dissection and the surgeon continued to lift the flap. The excimer treatment was completed using a nidek laser. The asm was informed the flap thickness was programmed for 100 m (micron thickness). The asm provided training awareness in regards to that there is an increased risk of vertical gas breakthrough and thin flap when flap thickness is less than 110 m. At 3 month post op exam, the best corrected visual acuity (bcva) was 20/25 with irregular topography, manifest refraction was -0.75 -1.75x105. Pre-op bcva 20/20 manifest refraction was -6.25 -0.50x160. The surgeon plans on completing photorefractive keratectomy (prk) if or when the patient returns as it has been a year since initial treatment and several months since patient has been contacted for return for post op.